Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. An attempt was made to replicate the user complaint and high/low glucose alarms were successfully received on an (B)(6) device with (B)(6) 15.1.1/fsll version 2.7.1.3555 using a known good libre 2 sensor. No issues were identified with the librelink app. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor in use with the freestyle libre 2 application. Customer reported the low glucose alarm did not sound and as a result, she experienced a loss of consciousness and had a car accident. Paramedics arrived on scene and customer was administered intravenous glucose. Customer was then seen at a hospital for unspecified further treatment. There was no report of death or permanent injury associated with this event.